Manufacturer narrative:
This hosp also reported a second event but no one could remember the details or the exact pt. Results evals codes (other): smiths medical is unable to fully investigate this report as the hosp did not provide samples or the lot number used. We are unable to check mfg records. The cause of this event cannot be determined without the physical damage to see where the leakage may have occurred. They did supply the lot numbers that they currently have in their inventory. The three lots provided ranged from manufactured in september 2004 to december of 2006. We have not rec'd any similar reports on the three lot numbers provided. The supplier has been notified of this event.